Event description:
During the left atrial flutter ablation procedure, an echocardiogram revealed a pericardial effusion. The patient became hypotensive and was stabilized with noradrenalin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.